Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in a peritoneal dialysis infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal dialysis infection. The breach in aseptic technique was further described as improper operation during the peritoneal dialysis, which destroyed the sterile environment. The pd infection was manifested by cloudy effluent and stomachache. The same day as event onset, the patient was hospitalized for the event and began treatment with intraperitoneal (ip) ofloxacin and ip cephalosporin (no further details) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.